Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft separation occurred. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid - left anterior descending artery. This 30mm x 2.5mm maverick 2 monorail balloon catheter was selected for pre-dilatation. Resistance was encountered while advancing the device to the target lesion. The physician removed the maverick balloon catheter from the patient and encountered resistance upon withdrawing. As the physician attempted to remove the device from the patient, the shaft separated. The maverick and the guiding catheter were removed together due to the maverick detaching inside the guiding catheter. The device was removed intact from inside the patient. The procedure was continued with another balloon device and an unknown stent was deployed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft separation occurred. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous mid - left anterior descending artery. This 30mm x 2.5mm maverick 2 monorail balloon catheter was selected for pre-dilatation. Resistance was encountered while advancing the device to the target lesion. The physician removed the maverick balloon catheter from the patient and encountered resistance upon withdrawing. As the physician attempted to remove the device from the patient, the shaft separated. The maverick and the guiding catheter were removed together due to the maverick detaching inside the guiding catheter. The device was removed intact from inside the patient. The procedure was continued with another balloon device and an unknown stent was deployed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and there was a break in the hypotube. The break was located at 91.6cm distal to the strain relief and it was noted that the hypotube was kinked at various locations along its length. Both the kinks and the break are consistent with excessive forces having been applied to the device. No issues were noted with the profile of the tip section of the device. Contrast media was present inside the balloon and the balloon was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).